Event description:
During an angioplasty of the circumflex artery, the angioplasty wire sheared off approximately one cm of .014" wire left in. (Facility advised by clinical foundation to leave this piece of wire in patient).